Event description:
On (B)(4) 2013 carestream health received a report of lost images from four (4) studies.

Manufacturer narrative:
The customer identified fifty five (55) studies that had not automatically archived to the ge pacs. Fifty one (51) studies were found still online and were saved on the ge packs. One (1) study was found to be deleted by the user because the user believed it was on the carestream backup server. Three (3) studies were found to be no longer available on the carestream backup server. Carestream health, inc. Began an investigation of the problem. The investigation included review of logs and a visit to the site to evaluate the system. The system at the site was configured to copy incoming studies to the ge pacs. The three (3) lost studies, not deleted by the user, were previously available on the carestream backup server as of (B)(6) 2012. Carestream's investigation of the logs revealed the studies were successfully stored on the carestream backup server, but there was no record of studies being sent to the ge pacs. Carestream believes that the info router job was not successful, and because it was not noticed before the info router purges its jobs after 14 days, the customer was unaware that the studies were not archived. The system was also configured to allow the deletion of un-archived studies, therefore, when the system reached the high water mark, the system allowed the studies to be deleted. The affected studies were dated (B)(6) 2012 (prior year mammography images). While the study images were no longer available, the reports and diagnoses for these studies were still available on the (B)(4).